Event description:
On (B)(6) 2025 the user experienced hyperglycemia above 400 mg/dl after eating a large meal without a meal announcement and later self-administered a manual insulin dose of unknown amount while disconnected from the ilet. The user developed stomach pain and was transported to the hospital, where she was monitored and released on (B)(6) 2025. The user has since resumed ilet use.